Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6)2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 25mm stone. However, the pull wire detached while the stone was still inside the basket. The physician shook the basket to release the stone. The device was removed through the scope. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6), 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 25mm stone. However, the pull wire detached while the stone was still inside the basket. The physician shook the basket to release the stone. The device was removed through the scope. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6) block h10: device code a0501 captures the reportable event of pull wire detachment of device or device component. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the handle cannula was separated from the plastic handle. Screw dimple drag marks were noted in the handle cannula and the tip of the distal screw was flat. A dimensional inspection of the proximal and distal screws revealed that the distal screw length is less than the minimum tolerance. Additionally, the side car rx tunnel was noted to be pushed back out of specification. No other issues were noted. The handle cannula contains the internal pull wires, so the reported complaint is confirmed. Based on all available information, it was determined that the failure of handle cannula separated is attributable to the supplier. As the screw is smaller, the fastening of the handle cannula was not achieved. Therefore, at the time of applying force to activate the device, the handle cannula was detached as evidenced by the screw dimple drag marks. Therefore, the most probable root cause for the problem of handle cannula detached found during analysis is manufacturing deficiency since the failure was attributable to the supplier; an investigation to address this issue is in progress. The side car rx push back could have occurred due to manipulation since the device did not work as expected. Therefore, the most probable root cause for this failure found during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.